Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time.recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited. Should additional information be provided a supplemental emdr will be submitted.this emdr represents the bard/davol composix (device #1).there is no allegation related to the bard/davol dulex mesh.there is no allegation related to the bard/davol ventrio st. Note:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this supplemental emdr is being sent to provide the correct lot number for the device. Corrected fields: d4, updated fields: g1, g2, g4, g7, h2, h11.

Event description:
It is alleged by the patient¿s attorney that the patient was a recipient of a composix mesh(device #1) (hereinafter ¿composix mesh¿). It is alleged by the patients attorney that on or about (B)(6) 2005 the patient underwent surgery after resection of right retroperitoneal sarcoma with a bloc segmental resection of right quadratus lumborum, transversus abdominus and internal oblique muscle. A composix (device #1) was implanted during the surgery. It was alleged by the patient¿s attorney that on or about (B)(6) 2009. The patient underwent an additional surgery to repair the composix(device #1) using dulex mesh and to repair ventral hernia that had subsequently formed. It was alleged by the patient¿s attorney that on or about (B)(6) 2010, the patient underwent an additional surgery to trim the dulex mesh and to explore the wound. It was alleged by the patient¿s attorney that on or about (B)(6) 2013 the patient underwent an additional surgery to repair the ventral hernia again. The implanted mesh was removed and replaced with a biological mesh. It was alleged by the patient¿s attorney that on or about (B)(6) 2014, the patient underwent additional surgery to repair a massive ventral hernia, using a ventrio st hernia patch. Allegedly, as a result of the implant of the composix(device #1), the patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient suffered and from chronic pain, as well as psychological stress and depression due to the alleged defective composix mesh.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix (device #1).there is no allegation related to the bard/davol dulex mesh. There is no allegation related to the bard/davol ventrio st. Not returned.

Event description:
It is alleged by the patient¿s attorney that the patient was a recipient of a composix mesh(device #1) (hereinafter ¿composix mesh¿). It is alleged by the patients attorney that on or about (B)(6) 2005, the patient underwent surgery after resection of right retroperitoneal sarcoma with a bloc segmental resection of right quadratus lumborum, transversus abdominus and internal oblique muscle. A composix (device #1) was implanted during the surgery. It was alleged by the patient¿s attorney that on or about (B)(6) 2009, the patient underwent an additional surgery to repair the composix(device #1) using dulex mesh and to repair ventral hernia that had subsequently formed. It was alleged by the patient¿s attorney that on or about (B)(6) 2010, the patient underwent an additional surgery to trim the dulex mesh and to explore the wound. It was alleged by the patient¿s attorney that on or about (B)(6) 2013 the patient underwent an additional surgery to repair the ventral hernia again. The implanted mesh was removed and replaced with a biological mesh. It was alleged by the patient¿s attorney that on or about (B)(6) 2014, the patient underwent additional surgery to repair a massive ventral hernia, using a ventrio st hernia patch. Allegedly, as a result of the implant of the composix (device #1), the patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient suffered and from chronic pain, as well as psychological stress and depression due to the alleged defective composix mesh.